Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was unknown. The caller stated that the customer quit dialysis. The customer was not wearing the insulin pump at the time of death. The caller stated that per the doctor's orders, the customer was off of the insulin pump approximately five days. Nothing further was reported.